Event description:
Additional information reported the patient was doing ¿good¿ at the time of follow-up.

Event description:
It was reported the failed back surgery syndrome patient was to be implanted with the lead at the time of report; however when impedance values were measured, ¿all of the electrodes were over 40,000 ohms.¿ the ¿surface of the lead was wiped with clean gauze¿ repeatedly and then another impedance test was performed, ¿but abnormal values were still detected.¿ another impedance test was performed with ¿no improvement¿ after the multi-lead trialing cable was replaced ¿over and over again.¿ the surface of the lead was then checked and ¿abnormal bends were seen.¿ it was noted ¿it was believed that this problem was not influenced by the stylet¿ and that ¿it could be inferred that the engagement of the electrodes and the cable was bad.¿ because the product was imported, it was stated ¿this kind of thing was to be expected.¿ the lead was replaced at the intended time of implant as a result of the event. There were ¿no¿ health hazards to the patient due to the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).